Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was too tight and cutting off the patient's skin. The irritation was described as raw. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the ICU. There is no indication that the patient was hospitalized due to the skin irritation. The patient's nurse covered the skin irritation with bandages. Follow up indicated that the skin irritation improved.